Manufacturer narrative:
(B)(4). A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported via email: after 650cc drained, flow stopped. The stopcock was turned off to patient and the catheter was withdrawn to first hash mark (5cm). The syringe then withdrew air. The valve was then occluded and the catheter was removed entirely. Patient tolerated the procedure well, no complaints of chest pain or shortness of breath. She had intermittent coughing during procedure and fluid removal was slowed. Post-procedure cxr revealed pneumothorax. Given this patients history of malignancy, she was high risk for pneumothorax ex-vaccuo. No further information available.

Event description:
It was reported via email: after 650cc drained, flow stopped. The stopcock was turned off to patient and the catheter was withdrawn to first hash mark (5cm). The syringe then withdrew air. The valve was then occluded and the catheter was removed entirely. Patient tolerated the procedure well, no complaints of chest pain or shortness of breath. She had intermittent coughing during procedure and fluid removal was slowed. Post-procedure cxr revealed pneumothorax. Given this patients history of malignancy, she was high risk for pneumothorax ex-vaccuo. No further information available.

Manufacturer narrative:
(B)(4) follow up emdr for manufacture evaluation. The sample was evaluated for function on three separate occasions by three different investigation teams in accordance with our proceduralized test method. In each case, "all test parts functioned properly. Fluid was successfully withdrawn through the patient port into the 60cc syringe and fluid was successfully expelled from the syringe through the drainage port. Fluid flowed as intended with no observed leakage." Following successful completion of our test method each valve was closed individually and excessive force was applied to the syringe to attempt to force the universal drainage set to leak. Although every connection was tested using excessive force no team was ever able to replicate the failure mode (leakage). The device history record review did not identify any issues or defects identified during the incoming inspection or manufacturing processes for this manufacturing lot. The investigation did not identify any contribution from the factors noted above since no issues were identified through the DHR review and the sample evaluation could not replicate the reported failure mode. Although a variety of attempts and methods were employed the failure mode was unable to be replicated through sample analysis by three separate investigation teams, as a result the failure mode could not be confirmed. Since sample analysis could not confirm the failure mode and no issues were identified from the DHR review, the investigation was not able to identify a probable root cause to the reported failure mode. A CAPA (corrective action preventive action) has been opened to further investigate the reported failure mode and identify any specific corrective or preventive actions to address reoccurrence.